Event description:
It was reported that a patient underwent a removal of a begning growth on the arm on an unknown date and suture was used. The surgeon reports that the patient experiences periodic swelling and itching of the surgical site. This resolves spontaneously and reoccurs sporadically. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.